Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional information and engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. Section b5 and h6 clinical code and device code have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for svd - calcification has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements.. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist, a patient underwent a tmv in smv procedure with a 26mm sapien 3 ultra valve inside a pre-existing surgical valve in mitral position. Approximately 3 years and 3.5 months later, the patient underwent an off-label open procedure to remove the failing thv valve as well as the leaflets from the pre-existing surgical valve. A new 26mm sapien 3 ultra resilia valve was implanted inside the frame of the pre-existing surgical valve under direct visualization by the surgeon. As per follow-up with the fcs, the patient presented with worsening shortness of breath and heart failure decompensation. When the valve was removed, it was "calcified on the leaflets so the failure mode had to be stenosis."

Event description:
As reported by a field clinical specialist, a patient underwent a tmv in smv procedure with a 26mm sapien 3 ultra valve inside a pre-existing surgical valve in mitral position. Approximately 3 years and 3.5 months later, the patient underwent an off-label open procedure to remove the failing thv valve as well as the leaflets from the pre-existing surgical valve. A new 26mm sapien 3 ultra resilia valve was implanted inside the frame of the pre-existing surgical valve under direct visualization by the surgeon.

Manufacturer narrative:
Investigation is ongoing.